Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was 114 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the event. The customer declined further troubleshooting with tandem technical support.